Event description:
Ous MDR - it was reported that, about 92 months after the implantation, the patient received an inappropriate shock. During the follow-up, oversensing of artifacts was noted. The x-rays led to the assumption of a lead defect. The lead was capped, and a new one was implanted. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
Based on the available information, a lead defect can be confirmed. A protruding rope invisible in the distal area, proximal of the rv shock coil. The film (provided for analysis) indicates that maybe the increased degree of slack (degree 4; ha etal, 2010, predictors of fracture risk of a small caliber implantable cardioverter defibrillator lead) and the resulting number of turning points of the lead in the right ventricle could have increased the mechanical stress on the lead, thus manifesting in the defect in the area of the tricuspid valve after eight years of implantation time. The evaluation of the iegm shows that the artifacts of the interference did, however, not occur synchronous to the cardiac activity, which is a sign that the lead defect can be suspected to be not in the distal but rather in the proximal area. That is, the pocket or the first rib by subclavian crush. Since the iegm does not show any anomalies in the far field channel, it can be assumed that there is nothing wrong with the hv conductors. So far, the medical product has not been made available for analysis and could therefore not be examined itself. The information you provided was recorded as complaint in out quality management and has the purpose to evaluate and, if necessary, improve the safety and reliability of our medical products. If additional relevant information or the device itself should be available, please return this to us, too. The incident will then be updated accordingly.